Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mdt-tp-delsys] (serial: unavailable). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the hospital for a scheduled leadless implantable pulse generator (ipg) implant procedure. During the procedure, it was noted that it was difficult to move the delivery system past the tricuspid valve due to the patient¿s small right ventricle. An attempt was made to move the delivery system past the valve, but the patient experienced two episodes of cardiac arrest. The patient was recovered with cardiac massage. An attempt was made to implant the leadless ipg. The delivery system was moved past the tricuspid valve with difficulty when the patient experienced the third episode of cardiac arrest. The leadless ipg was urgently deployed, however, it was not functioning, and cardiac massage was required. The leadless ipg was recaptured to deploy again, but the patient experienced a fourth episode of cardiac arrest. The leadless ipg was redeployed prematurely and did not function as intended requiring more cardiac massage. The leadless ipg was recaptured to implant a transvenous pacemaker instead. Once the delivery system was removed, the patient¿s blood pressure suddenly dropped. Echocardiography showed cardiac tamponade indicating cardiac perforation had occurred at some point of the procedure. Blood drainage was performed, but the patient continued to have cardiac arrests. Blood drainage was performed until it was noted that the patient was no longer responsive. The decision was made to not pursue further aggressive treatment and the patient passed away due to cardiac arrest.

Manufacturer narrative:
Corrected: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.